Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient needs to have the device checked because of erratic signals for the past 3-4 weeks. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they weighed (B)(6) at the time of the event. No further information, or complications were reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient had a feeling that the implant was not working quite like it did a year ago. It seemed to ¿jump around with the strength.¿ ¿sometimes it was just too strong and other times it was hardly there at all.¿ something had changed in the very recent past. This was reported to be in (B)(6) 2017 maybe 10 days or 2 weeks ago. It was noted that the patient took a nasty fall about 6 weeks ago but fell flat on their face, hands, and knees so they did not know if that would have caused anything. It was confirmed that this fall was not related to the device or therapy. The patient confirmed that they had adaptive stimulation (as) settings. The patient declined adjusting the as settings over the phone and preferred having programming done in person. The patient was going to get in a touch with a manufacturer representative to have a reprogramming done. The patient did not have a health care professional (hcp). No further complications were reported.